Event description:
It was reported when using the bd pyxis medstation es system multiple orders were not crossing. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders were not crossing. The technical support specialist stated that the interface team resolved the issue. The system functioned as intended after the technical support specialist investigated the device.